Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. The 1.5mm x 20mm sterling es over-the-wire balloon catheter was advanced to the lesion. On the first inflation, the balloon was inflated to 12 atmospheres. Upon the second inflation, the balloon was again inflated to 12 atmospheres and then ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.